Event description:
A customer contacted beckman coulter regarding falsely negative (-) urine test results from the icon ii hcgu test kits. The customer indicated that 2 in vitro fertilization patients (a and b) have tested positive (+) on home pregnancy tests. (Tests name and brand not provided) both patients brought first morning void urine samples to the lab and were tested for human chorionic gonadotropin (hcg) with the icon ii hcgu test kits. Hcg results obtained from the icon ii hcgu test kits were negative (-). The customer indicated that they have no additional data, information or samples for patient a. A serum sample from patient b was tested by quantitative method for hcg and a result of 960mlu/ml was obtained. No affect to patients have been reported as a result of this event.

Manufacturer narrative:
No samples were returned for testing. Beckman coulter investigation with retain devices using positive and negative urine controls indicate product performance with expected results. No additional information regarding this event was provided. A malfunction will be assumed for the purpose of this report.